Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Returned lens is not the model stated in claim. Claim# (B)(4).

Manufacturer narrative:
Device evaluation/ additional information: h3 - type of investigation code: 10- device evaluation: requested to perform power + cylinder measurements. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6.- investigation findings (c): "213" should be removed and "114" should be added. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- type of investigation code: 3331- device history record (DHR) review: device history record review found associated source lots were not manufactured within established parameters and limits. Returned product evaluation identified that the wrong model lens was returned. A toric lens measured at 13.73mm with a diopter of -8.7/1.97/094 (sphere/cylinder/axis) within the lab. No clear companion work order has been identified to match these measured parameters at the time the subject lens work order was manufactured. It is suspected that the returned lens matches the labeled lens for claim# (B)(4); however, measurement of the returned lens for the latter did not identify a clear swap between the complaints. Findings remain inconclusive. Corrective and/or preventive actions are being addressed through CAPA-000003 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate surgery the lens was exchanged with the same mode/length, different power and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).